Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 230 mg/dl. Reportedly, the blockage was likely located at the site; however, the customer declined to check to see if the cannula was compromised. Insulin delivery was resumed.